Manufacturer narrative:
The customer reported the device is not available for evaluation. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Medwatch facility report# (B)(4).

Event description:
User facility medwatch report received that states: "describe the event or problem: after the catheter was removed, contrast was injected through the indwelling sheath to evaluate the puncture site. This revealed no acute complications and the sheath was removed and hemostasis was achieved using a 6 french perclose vascular closure device. Of note, a first attempt with the perclose closure device failed due to tearing of the retention string. A second attempt failed due to device malfunction (step 3 of deployment was not attached to the string). A third attempt was successful. Distal pulses were unchanged at the end of the procedure. Sterile dressing was applied, and the patient was discharged to postoperative care unit in stable condition. What was the original procedure? : fl mesenteric angiography note excerpt. Performed: (B)(6) 2020 at 4:04 pm. Reason for exam: lower gi bleed with acute hgb drop, hypotensive 60s improving to 70s with fluids, mentating normally, apixaban stopped this am, npo. Fl mesenteric angiography. Impression: moderate to severe stenosis of the origin of the celiac artery. Moderate stenosis of the origin of the ima. No pseudoaneurysm or active extravasation from the celiac, sma or ima. Plan: lower extremity pulse checks as ordered. Technique/findings: the risks, benefits, and alternatives to the procedure were explained to patient. Informed written consent was obtained. A time-out was performed to confirm the patient's name and procedure. The patient was positioned upon the fluoroscopic table.. Both groins were prepped and draped in sterile fashion. After administration of lidocaine local anesthesia, the right common femoral artery was accessed with a micropuncture set. A 5 french arterial sheath was placed and flushed. Through the sheath, a 5 french c2 catheter was advanced over a guide wire, to the level of the celiac artery and the catheter was used to select the celiac axis. Dsa of the celiac axis was performed in the ap projection. The celiac axis was disengaged, and the catheter was exchanged over wire for a soft tissue catheter, which was used to select the ima. Dsa of the ima was performed in the ap projection. The catheter was removed and contrast was injected through the indwelling sheath to evaluate the puncture site. This revealed no acute complications and the sheath was removed and hemostasis was achieved using a 6 french perclose vascular closure device. Of note, a first attempt with the perclose closure device failed due to tearing of the retention string. A second attempt failed due to device malfunction (step 3 of deployment was not attached to the string). A third attempt was successful. Distal pulses were unchanged at the end of the procedure. Sterile dressing was applied and the patient was discharged to postoperative care unit in stable condition. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.